Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 7034523, medical device expiration date: 06/30/2018, device manufacture date: 02/03/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had little or no vacuum. No serious injury or medical intervention was reported.